Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely damaged lens occurred due to user error, improper handling, application of excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the lens is damaged. The inspection also noted the outer tube is bent. The cause of the lens damage cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the loaner asset trueview ii, autoclavable rigid telescope has lens damage. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.